Manufacturer narrative:
(B)(4). G2 foreign : japan h6 proposed component code: mechanical (g04) - stem customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distributor inspected circulated items (stock) and identified the sterile package damaged. No patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d9; h2; h3; h6. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. The root cause of the reported event can be attributed to transit damage and a packaging design issue. This reported event falls within the scope of a previous corrective action, where the new packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.